Manufacturer narrative:
(B)(4)

Event description:
It was reported that the rv lead would not capture at max output. The patient had an epicardial lv lead placed because the physician could not gain access for the cs lead during the original implant on (B)(6) 2015. The rv threshold had risen after the original implant but remained stable. After the lv lead placement the rv lead showed stable r-waves and impedance but total loss of capture. The patient had symptoms of low blood pressure and disorientation. The physician will not revise or replace the rv lead at this time and will continue to monitor the patient.